Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had a high blood glucose, despite changing out the infusion set. The customer's blood glucose was 348 mg/dl, after he had had a 500 mg/dl blood glucose and treated with a bolus. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings were correct. There was a low reservoir and no delivery alarm in the history. The most recent bolus was recorded. The customer stated the cannula on the previous set was not bent or occluded. The insertion site was not sore or irritated. The insulin was within its expiration date. Nothing further was reported.